Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process and that a minimum fill notification occurred after the user filled the cartridge with approximately 200 units of insulin. This resulted in the customer experiencing a high blood glucose (bg) level of 590 mg/dl. The customer delivered a correction bolus to address bg. Reportedly, the customer performed a cartridge change and successfully resumed insulin therapy.